Manufacturer narrative:
One suspect pump was received for evaluation. Visual inspection was performed and it was identified that there was a cracked downstream occlusion sensor (dso) seal. The complaint cannot be confirmed and the probable root cause of the event cannot be identified as there was no information provided by the customer.

Event description:
It was reported that an infusion pump had a cracked downstream occlusion sensor (dso) seal. There were no patient involvement and no patient harm reported as the event was noted during preventive maintenance.